Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 275cc and experienced pain and deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. During evaluation a rent measuring approximately 0.1 cm was observed within a crease line, on the posterior aspect. Also, several crease lines were observed on the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 6559881 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 275cc and experienced pain and deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient also experienced capsular contracture (baker grade unknown). Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).